Manufacturer narrative:
The hill-rom technicians have not been able to contact the account to be able to evaluate the bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. The account alleged a stage 3 wound but did not provide any information as to location on the body. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Event description:
The account alleged the patient developed a stage 3 wound. The bed is located at the patients home. This report was filed in our complaint handling system as complaint # (B)(4).